Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of these episodes noted t-wave oversensing contributing to the delivery of inappropriate therapy. One of these shocks induced ventricular fibrillation in the patient, which was subsequently treated successfully with another shock from the s-ICD. The patient will be brought in for testing soon. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of these episodes noted t-wave oversensing contributing to the delivery of inappropriate therapy. One of these shocks induced ventricular fibrillation in the patient, which was subsequently treated successfully with another shock from the s-ICD. The patient will be brought in for testing soon. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.